Event description:
It was reported by the patient's daughter that the previously working monitor has no power. Troubleshooting steps were taken to no avail. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the voltage on the power supply was out of specification high. The monitor was unable to power up with this supply.

Event description:
It was reported by the patient's daughter that the previously working monitor had no power. Troubleshooting steps were taken to no avail. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event.